Event description:
A user facility reported the et tube pilot balloon would not stay inflated while in use. A second ett was inserted without difficulty. It was reported that there was no pt injury or problem. The user facility returned the ett for eval.